Event description:
The event involved a spinning spiros® closed male luer, red cap. The customer reported a tubing leak occurred after an hour into the patient¿s two hour etoposide infusion. The nurse stopped the infusion to assess the line and noted that all of the spiros connections were intact and properly spinning. They then temporarily restarted the infusion to assess where the leaking was coming from. The spiros right before the filter was leaking a small drip, even though it was properly installed. They had to remake the tubing, and lost the 30 ml of etoposide that was in the line. No additional treatment was required and their team decided not to redose the lost 30 ml. The tech changed the linens and disposed all of them in a hazard bag, and did the 1-2 wipes on the mattress before putting new sheets on. Although there was patient involvement there was human harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The entire fluid path that was returned (including the spinning spiros identified) was functionally leak tested and there was no leakage observed at any location along the fluid path. The specified spinning spiros was separated from the fluid path assembly and tested individually and there was no leakage observed. The complaint was unable to be replicated or confirmed. A device history record number could not be conducted because no lot number(s) was/were identified.